Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (dmg prior tactile cngs w/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2014 with the following findings: the keypad cover was removed and no contamination was found under contacts. Keypad cover is peeling off the base starting from ok button. Keypad buttons do not respond to user inputs. Pump case was opened and further contamination was found on the circuit board and the keypad flex connector, moisture damage internally. Moisture is observed underneath display, display is dim/fading//reddish, there is a case seal leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.